Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The products have not been received to evaluate. No further information has been provided at this time. Not enough information was provided from the account for further investigation. Due diligence has been performed in an attempt to obtain further information on this event. The facility was not able to provide further follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor stated that they had to explant several intraocular lenses during an intraocular lens (iol) implant procedure because of a crack in the lens. Additional information has been requested.